Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records indicated there is no lot specific product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulty to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified, moderately tortuous mid left anterior descending coronary artery. An unspecified balloon catheter faced resistance during advancement with a hi torque balance middleweight universal ii guide wire. Then the balloon became stuck with the guide wire and could not be retrieved independently, so both devices were removed together. A non-abbott guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.